Manufacturer narrative:
The customer was contacted for the return of the suspect device. The device has not been returned to zoll for evaluation.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal using onestep pads in pacer mode. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing, which included functional testing, and ECG operated normally in a pacer mode without duplicating the customer's report. The clinical files were not provided. The device was recertified and returned to the customer. No trend is associated with reports of this type.